Manufacturer narrative:
On (B)(6) 2017 follow-up: customer declined to discuss the event and provided no additional information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital emergency room for elevated blood glucose and was subsequently hospitalized. Customer reported that pump was removed during hospitalization and elevated blood glucose continued despite relying solely on manual injections. Although requested by tandem technical support, blood glucose value and treatment was not provided by the customer. Customer was discharged from the hospital on (B)(6) 2017.